Event description:
It was reported that a female patient who underwent breast augmentation revision with a 295cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. As a result, explant was performed on (B)(6), 2022.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 26, 2022. Replacement with a 295cc mentor memorygel breast implant was performed with explant. The investigation of the returned device was completed by the failure analysis lab on may 18, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. Additionally, an area of shell abrasion was observed within the tear. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).